Manufacturer narrative:
A1: updated. D3, d4 and d7a : updated. G4: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced increased pain despite the use of patient-controlled analgesic (pca), and additional pain medication was administered. At approximately 06:30, it was observed that the pca system with ketamine contained air in the tubing extending up to the patient. The cassette was found to be empty, although the display indicated that approximately 10 ml should have remained. Subsequently, the cassette was replaced, and the tubing was cleared of air, and it could not be confirmed if the pump had been replaced. The patient was receiving continuous esketamine administration at a concentration of 2.5 mg/ml, with an infusion rate of 175 ml/hour. No delay in therapy was noted. There was patient involvement, but no patient harm or any adverse event was reported.